Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, first triclip embolized towards the pulmonary valve, successfully snared and was removed from the patient. Second triclip was inserted, became entangled with pacemaker wire in superior venacava and was able to be freed and was not implanted. Procedure was discontinued due to the restricted septal leaflet while attempting to implant the third device. All steps were performed as per IFU. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.